Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tx30g was used. During planned low anterior resection, tx30g was used to close rectum at 3 cm from anal/cutaneous border due to very low tumor process. Normal steps were followed to place, close and fire the instrument. Proximal of staple line rectum was resected. Rectal stump was inspected on leakage, with blue liquid. At that time it showed that the staple line was inadequate and the surgeons finger could easily pass a large opening in the staple line. Because there was not enough rectum tissue left to place another staple line, distally from the first, the surgeon decided to convert the opertion into a total rectum resection. Both tissue parts ( rectal stump with staples and rectal/sigmoid part, in which the tumor was located) were sent to x-ray department and pathologist. X-ray was made of both tissue parts together, which showed deformed staples. Pathologist stated; no palpable staples in both tissue parts, only a few staples where found during the cutting of the rectal stump tissue for further investigation.